Manufacturer narrative:
The concomitant products have been added.

Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 1000 mg/dl. Customer treated their high blood glucose levels via IV drip. Troubleshooting for high blood glucose was performed. Customer¿s parent advised the patient was admitted into the hospital on (B)(6) 2018. Customer experienced ketones in their urine, nausea and they fell because of their high blood glucose levels. Customer¿s parent advised the patient had pneumonia which resulted in high blood glucose levels. Customer¿s parent advised the auto mode feature worked properly however the pneumonia resulted in high blood glucose levels. The insulin pump would not be returned for analysis.